Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 395.921, lot number: 3l03396, manufacturing site: (B)(4), release to warehouse date: april 09, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date and unknown procedure that it was difficult to insert pin. It was unknown when it¿s occurred. It was unknown if the procedure completed successfully. The patient outcome is unknown. This complaint involves one (1) device. This report is for (1) 6.0mm/5.0mm threaded drill sleeve-short. This is report 1 of 1 for (B)(4).